Manufacturer narrative:
The following sections could not be completed with the limited information provided: date of birth-ni. Weight-ni. Date of event - ni. Expiration date ¿ na. Date implanted ¿ na. Date explanted ¿ na. Manufacture date ¿ ni.

Event description:
It is reported that the device fractured at an unknown time and place. All pieces of the device were received.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is now reported that the device was discovered fractured after sterilization.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device exhibits a fractured central post from the intercondylar space. The device also exhibits signs of repeated use that are evident from the gouges and nicks found across the surface of the device. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.